Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer reported that they received the a44 alarm, changed the battery and re-initialized the pump then received the same alarm, the customer was still able to clear the alarm and re-initialize the pump. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device pass displacement test and self test. No unexpected a44 alarm anomaly noted. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).